Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the problem was unable to be confirmed. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for servicing. During servicing it was found that the device had damaged bearings. The device was not used in surgery. It is unk if injury or medical intervention occurred. There is no additional info provided.